Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (will not power on) was isolated to u101 on the c/a board being internally shorted. The root cause for the shorted u101 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger was unable to power on.